Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for malignant pain. It was reported that the patient was unable to speak and was experiencing ataxia with a possible seizure or stroke suspected. The patient was at the emergency department at the time of this report. Compatibility guidelines were requested for magnetic resonance imaging (MRI). It was unknown whether the MRI was due to a problem with the pump or therapy. No further complications were reported.